Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose over 400 mg/dl. The customer treated with a bolus but the insulin pump alarmed no delivery. During troubleshooting; the customer changed the infusion set and reservoir and was able to prime. Customer was advised that the no delivery alarm was caused by a set/reservoir occlusion. The reservoir would be replaced and returned for analysis.